Event description:
It was reported that a spectrum pump door latch was not recognized. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door latch not recognized" was reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the upper and lower link switch failure. The upper and lower link switch required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.